Event description:
Customer stated a blood glucose test was performed on a pt. The device result was 431mg/dl and the lab result was 270mg/dl. Controls were stated to be in range but the values were not given. A request was made for the return of the suspect device and replacement product was sent.